Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Event description:
It was reported that the ilet bionic pancreas paired to a dexcom g6 continuous glucose monitor (cgm) sensor displayed a sensor error with intermittent signal loss; the user toggled cgm settings, re-entered the sensor code and transmitter ID, and pairing resumed, with guidance provided to switch to change out sensor if problem persists. The user experienced a blood glucose peak of 281mg/dl with no additional clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure involving the cgm¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.